Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the trigger assembly would catch causing the device to run after the trigger was released. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The system 7 dual trigger rotary was returned to stryker instruments for service, and during functional evaluation it was noted that the trigger assembly would catch causing the device to run after the trigger was released. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found throughout the device, which can contribute to the reported event.